Event description:
During preparation for a coronary artery bypass graft surgery, the surgeon had experienced the heartstring seals cracking, while loading the seals into the delivery tube, 10-15% of the time. Each time he had to use a replacement heartstring seal, to complete the procedure. No patients complications were reported by the hospital.